Event description:
It was reported that the patients lead had migrated as confirmed via x-ray and resulted to not getting an adequate stimulation. The patient underwent a revision procedure wherein the spinal cord stimulation (scs) lead location was adjusted. The lead remains implanted in the patients body and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware.